Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe cramps / abdominal pain ") and genital haemorrhage ("abnormal, heavy bleeding") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), hypovitaminosis ("vitamin deficiency"), ovarian disorder ("ovaries not inroducing hormones") and pelvic pain ("pain"). The patient was treated with surgery (emergency hysterectomy with removal of essure devices). Essure (ess205) was removed in 2004. At the time of the report, the abdominal pain, genital haemorrhage, anaemia, endometriosis, dyspareunia, dysmenorrhoea, hypovitaminosis, ovarian disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypovitaminosis, ovarian disorder and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 7-may-2019: pfs received. New events added ovaries not inroducing hormones, vitamin deficiency, pain and dysmenorrhea. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramps / abdominal pain'), uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding\gen. Abnormal. Bleed"), anaemia ("anemia"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia\dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea\dysmenorrhea (cramping)"), hypovitaminosis ("vitamin deficiency"), ovarian disorder ("ovaries not introducing hormones") and pelvic pain ("pain"). The patient was treated with surgery (emergency hysterectomy with removal of essure devices). Essure (ess205) was removed in 2004. At the time of the report, the abdominal pain, uterine perforation, device dislocation, genital haemorrhage, anaemia, endometriosis, dyspareunia, dysmenorrhoea, hypovitaminosis, ovarian disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypovitaminosis, ovarian disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: date(s) of insertion: 2010 (discrepancy noted). Date(s) of removal: on (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 4-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe cramps / abdominal pain'), uterine perforation ('perforation') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal, heavy bleeding\gen. Abnormal. Bleed"), anaemia ("anemia"), endometriosis ("endometriosis"), dyspareunia ("dyspareunia\dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea\dysmenorrhea (cramping)"), hypovitaminosis ("vitamin deficiency"), ovarian disorder ("ovaries not introducing hormones") and pelvic pain ("pain"). The patient was treated with surgery (emergency hysterectomy with removal of essure devices). Essure (ess205) was removed in 2004. At the time of the report, the abdominal pain, uterine perforation, device dislocation, genital haemorrhage, anaemia, endometriosis, dyspareunia, dysmenorrhoea, hypovitaminosis, ovarian disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, anaemia, device dislocation, dysmenorrhoea, dyspareunia, endometriosis, genital haemorrhage, hypovitaminosis, ovarian disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: date(s) of insertion: 2010 (discrepancy noted). Date(s) of removal: (B)(6) 2013 (discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirmed proper placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: newly added events- uterine perforation and migration . Seriousness criteria for event genital hemorrhage updated to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe cramps / abdominal pain") and genital haemorrhage ("abnormal, heavy bleeding") in a female patient who had essure (ess205) inserted for birth control. The occurrence of additional non-serious events is detailed below. In 2003, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), anaemia ("anemia"), endometriosis ("endometriosis") and dyspareunia ("dyspareunia"). The patient was treated with surgery (emergency hysterectomy with removal of essure devices). Essure (ess205) was removed in 2004. At the time of the report, the abdominal pain, genital haemorrhage, anaemia, endometriosis and dyspareunia outcome was unknown. The reporter considered abdominal pain, anaemia, dyspareunia, endometriosis and genital haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed proper placement incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.